Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on along with concurrent anterior vaginal vault repair, rectocele repair & interoperative cystoscopy due to cystocele, sui, rectocele. It was reported that following insertion, the patient experienced urinary problems, recurrence and dyspareunia. It was reported that the patient had mesh trimmed in office on (B)(6) 2006 it was reported that the patient underwent excision of vaginal mesh on (B)(6) 2012. It was reported that the patient underwent excision & revision on (B)(6) 2013 (excision of anterior vaginal mesh, excision of posterior vaginal eroded mesh, anterior colporrhaphy, posterior colpoperineorrhaphy, boston scientific lynx tvt suburethral sling and cystourethroscopy) due to mesh erosion, recurrent sui and dyspareunia.